Event description:
It was reported that the display of the infusion device was defective.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Section d4: catalog number and UDI# were corrected based on the returned product.